Event description:
The customer stated that he was hospitalized with blood glucose levels close to 300 mg/dl. The customer felt that the insulin pump caused the event, and requested a replacement. The customer experienced nausea, vomiting, excessive thirst and urination. The customer also stated that he had an infection. The customer stated he was bolusing, but his blood glucose levels kept elevating. The customer changed the infusion set, but that did not help. Advised the customer that the insulin pump would be replaced per his request. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed functional testing. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to complete all functional testing due to the prime anomaly. The insulin pump had a cracked case on the lcd display window corners, a cracked reservoir tube lip and a scratched lcd window.